Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic in backup vvi mode. After a device download, the device resumed normal function. The patient would continue to be followed normally.